Event description:
While attempting to place a micra pacemaker, the micra became detached from the atrial wall and was free floating and dislodged to the tricuspid valve. [Redacted] snared the micra and pulled it down to the femoral vein, where he did a cutdown to remove the micra (device, catheter and sheath removed as one). Vascular surgeon was called but [redacted] did not declare it an emergency. ER physician was asked to come up and help with suturing the cutdown. He did a figure-of-8 suture to the vein while staff held manual pressure. Hemostasis was achieved and groin closed. Excerpts from cardiologist's procedural notes: the device was placed in the right place by going rao and lao. The device was released; however, it was noted after it was released that the device is not capturing and not sensing. Imaging showed partial dislodgment of the device, and the plan was to extract the device and put a new one. The device was extracted using a snare. The snare was advanced over the delivery system from medtronic of the snare that will guide you towards the micra position. The device was extracted by the loops of the snare. It was brought down to the level of the femoral vein. As the sheath was removed, the micra was retained at the insertion site. Pressure was applied below and above the common femoral vein. The wound was expanded at the skin level and since the vein was superficial because the patient is thin and under nutrition. The device was exposed and extracted using kelly needle holder. Figure-or-eight stitches were applied, and hemostasis was achieved. The patient tolerated the procedure well. There was no hematoma in the groin.